Event description:
It was reported that there was a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a watchman flx laa closure device & delivery system (wds) were selected to be used. The physician inserted the versacross and the fxd curve was and performed the transseptal puncture. There was some difficulty in getting the transseptal access and the physician needed to reposition the devices several times before successfully gaining access to the la. The physician removed the versacross and then positioned the was in the laa of the patient. Transesophageal echocardiogram (tee) imaging showed a pericardial effusion had formed. The procedure was continued and successfully completed with a closure device implanted in the laa of the patient. After the closure device was implanted the physician performed a pericardiocentesis draining 500cc of blood from the patient. There were no other complications that were reported to have occurred and the patient is expected to make a full recovery from this event.